Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. (B)(4) intra-operative x-rays that were taken to locate the fragmented piece of the drill bit. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 27, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) device malfunctions occurred during a trochanteric fixation nail-advanced (tfna) procedure on (B)(6) 2016. A guide wire was utilized for the placement of the helical blade. During the reaming process, the reamer would not advance forward past the guide wire. At this point, the surgeon noticed that the guide wire had become bent. The surgeon decided to insert a new guide wire. Once the wire was in place, the surgeon began to drill, but the drill bit broke. The surgeon removed the drill and took an x-ray, which identified the retention of a fragment. The surgeon determined that the broken fragment could not be retrieved and instead continued to implant the helical blade. A one (1) minute surgical delay was noted, but the procedure was completed successfully. At this time, there is no plan to return the patient to the operating room for retrieval of the broken drill bit. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: a tfna stepped drill bit (part 03.037.022) was received with a broken tip. The edges are jagged and sharp where the tip broke off. The resulting fragment was not returned as it was not removed from the patient. The flutes near the tip are slightly discolored and dull, having small indentations where the anodization has been scratched away. The complaint description mentions that the surgeon discovered that the guide wire being used to guide the drill was bent. Although the surgeon replaced the guide wire, the drill bit broke shortly after. The previously bent guide wire could have induced stress on the inner surface, contributing to weakness. The weakened drill bit may have had inadequate ability to cut through the bone, causing the tip to break. In addition, repeated use of this drill bit could have weakened it over time. The tfna instrument technique guide was reviewed. The opening instruments are designed to withstand the torque required to open the bone and provide access to the femoral cephalomedullary canal. Verification and validation activities included mechanical testing and anatomical lab. The drill should have adequate cutting performance to allow opening of femur for nail insertion. Verification and validation activities include for this intention include mechanical testing and anatomical lab. The stepped reamer and fixation sleeve assembly should withstand repetitive contact strikes with the blade screw guide sleeve during drilling. All activities were reviewed, approved, and found to be adequate. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The bent guide wire and the stress of repeated use contributed to weakness in the drill bit that eventually led to its breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.